Event description:
It was reported that there were high programmed outputs for high measured thresholds on the atrial and left ventricular (lv) leads. The lv lead is still in use. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.